Event description:
Facility reported that a patient was being lifted off the floor with a liko uno 102 lift. The red collar on the actuator unscrewed itself. This resulted in the patient falling to the floor. Patient fell about 10 inches. Patient was taken to the hospital to be checked out. He complained of neck pain. Patient was x-rayed and results came back negative for injury. Patient was returned to the facility.

Manufacturer narrative:
(B)(4). MDR submitted based on malfunction of the lift.